Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced the vacuum pump and cleaned the photometer lens cover and filters to correct the problem. The instrument was inspected, tested without further problem, and returned to service.